Event description:
Pt reported experiencing erratic blood glucose, and having an elevated hba1c test (values not provided), from 2004- 2005. They stated that, on the advice of their physician, they witched to their back-up device, and their blood glucose levels returned to normal. Pt stated that the device had not generated any error messages. Additionally, they reported that the device's cartridge chamber appeared to be cracked, and the piston rod "sounds rather noisy," when retracting.